Event description:
Flushport at leave behind sheath was blocked and the clinicians were not able to flush the prosthesis. Both physicians decided to use the device without flushing as there was no other device available. Patient outcome - "implant was successful without any issues during the deployment of the main body. No immediate consequences or injury for the patient."

Event description:
Flushport at leave behind sheath was blocked and the clinicians were not able to flush the prosthesis. Both physicians decided to use the device without flushing as there was no other device available. Patient outcome - "implant was successful without any issues during the deployment of the main body. No immediate consequences or injury for the patient."